Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had lost power at random three times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed one unexplained reboot on (B)(4) 2014 at 22:59. The battery cap and compartment were returned intact. The cap dimensions were within specifications and the cap was able to fully tighten on to the pump. The pump was able to power on normally and be exercised for 24 hours with no alarms. The pump cover was opened and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.